Manufacturer narrative:
A visual inspection of the returned device revealed that the guide catheter was kinked and a longitudinal tear was visible on the proximal end. The root cause of the malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a rapid exchange biliary stent system was used during a procedure performed the day prior (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the physician removed the detached inner sheath of the rapid exchange biliary stent system, along with the stent, using forceps. The procedure was completed with a different device (manufacturer and type unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."